Event description:
A report was received that a patient was getting inadequate pain coverage. An x-ray confirmed that the patient did not have a lead migration. During the revision, the physician explanted the splitter lead as the lead's tail junction had white threads. The physician replaced the splitter lead with a new splitter lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The lead passed photographic imaging and mechanical tests performed. Visual inspection of the lead confirmed that the short side of the w4 splitter 2x4 was stripped and detached from the bal-seal connector end. The root cause of the stripped/detached bal-seal connector end is unknown.

Event description:
A report was received that a patient was getting inadequate pain coverage. An x-ray confirmed that the patient did not have a lead migration. During the revision, the physician explanted the splitter lead as the lead's tail junction had white threads. The physician replaced the splitter lead with a new splitter lead. The patient is reportedly doing well following the procedure.